Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry, a patient initially implanted with a 23mm aortic valve for 1 year 5 months had an explant procedure completed for unknown reasons. A 23mm replacement valve was implanted in the patient. The current patient status is unknown.

Event description:
It was reported through implant patient registry that a patient implanted with a 23mm aortic valve for 1 year 5 months had an explant procedure due to endocarditis with staphylococcus epidermis. Tee showed multiple vegetations and a large perivalvular abscess extending from the left and noncoronary commissure on to the anterior leaf of the mitral valve. There was an aortoventricular dissociation extending from the mid left coronary ostia to the right coronary ostia. A 23mm valve was implanted in replacement. The patient tolerated the procedure well and was taken to the ICU with stable vital signs.